Manufacturer narrative:
The pt identifier, age, weight and gender were not available.

Event description:
It was reported the physician was performing an arthroscopic procedure using a coblator ii surgery system. Intra-operative, the physician noted the displayed coablate settings on the coblator fluctuated intermittently on their own. No pt complications were reported as a result of this event.